Manufacturer narrative:
Additional information is being requested from the field. If additional information is received this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator and non boston scientific right atrial lead exhibited pace impedance measurements of greater than 3,000 ohms. Technical services discussed troubleshooting options. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator and non boston scientific right atrial lead exhibited pace impedance measurements of greater than 3,000 ohms. Technical services discussed troubleshooting options. The device remains in service. No adverse patient effects were reported. Additional information was received that the patient was seen in the clinic and the right atrial (ra) impedance measurements were within normal range. There is no known cause of the previous impedance measurement of greater than 3,000 ohms at this time.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator and non boston scientific right atrial lead exhibited pace impedance measurements of greater than 3,000 ohms. Technical services discussed troubleshooting options. The device remains in service. No adverse patient effects were reported. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. Additional information was received that the patient was seen in the clinic and the right atrial (ra) impedance measurements were within normal range. There is no known cause of the previous impedance measurement of greater than 3,000 ohms at this time. Additional information was received that the patient underwent a revision procedure as it was found that the non boston scientific right atrial ra lead exhibited noise and oversensing, with no pacing inhibition observed. It was noted the noise had the appearance of minute ventilation oversensing. It was unable to be determined if there was a device header issue. Subsequently, a new atrial lead was implanted and the device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator and non boston scientific right atrial lead exhibited pace impedance measurements of greater than 3,000 ohms. Technical services discussed troubleshooting options. The device remains in service. No adverse patient effects were reported. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. Additional information was received that the patient was seen in the clinic and the right atrial (ra) impedance measurements were within normal range. There is no known cause of the previous impedance measurement of greater than 3,000 ohms at this time. Additional information was received that the patient underwent a revision procedure as it was found that the non boston scientific right atrial ra lead exhibited noise and oversensing, with no pacing inhibition observed. It was noted the noise had the appearance of minute ventilation oversensing. It was unable to be determined if there was a device header issue. Subsequently, a new atrial lead was implanted and the device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator and non boston scientific right atrial lead exhibited pace impedance measurements of greater than 3,000 ohms. Technical services discussed troubleshooting options. The device remains in service. No adverse patient effects were reported.